Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and the article in question was manufactured in accordance with the specifications. Based on these findings and visual inspection we conclude that the cause of failure is not due to any manufacturing non-conformances and it is possible that a short time overloading caused the breakage. The drive shaft was analyzed for conformance no abnormal findings were identified. The instrument was manufactured according to the specifications. Additional pro code: hrx. (B)(6).

Event description:
The tip of the drive shaft broke during the procedure. All pieces were retrieved. This is 1 of 1 report for this complaint (B)(4).